Event description:
Related manufacturer report number: 2017865-2022-07218. During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular and right atrial leads in a non-pacemaker dependent patient. Provocative testing and diagnostic imaging were performed and revealed no anomalies. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information received indicated the patient attended a follow-up in clinic appointment and provocative testing was performed and reproduced noise on the right ventricular and atrial leads. Noise resulting in oversensing and pacing inhibition in the non-pacemaker dependent patient were still observed. The physician alleged insulation damage, although it was not confirmed. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.